Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of a high erroneous result for 1 patient tested for elecsys hcg + beta test system (hcg + b) on a cobas 6000 e 601 module. It is not clear if the high result was reported outside of the laboratory. The initial hcg + b result was 2681 iu/l. The high result did not correspond to the patient¿s clinical condition. On (B)(6) 2017 a new sample was obtained and the result was 0.06 iu/l. This sample was repeated and the result was 0.05 iu/l. On (B)(6) 2017 a new sample was obtained and the result was 0.05 iu/l. This sample was repeated and the result was 0.05 iu/l. There was no allegation that an adverse event occurred. The hcg + b reagent lot number was 210151. The expiration date was not provided. The customer stated quality control (qc) data around the time of these tests was acceptable. A specific root cause was not identified. Additional information was requested for investigation but was not provided. The customer stated the issue has been resolved and declined to provide any additional information. Possible root causes for this event may be insufficient electromagnetic interference lab compliance, sample quality, insufficient maintenance, or contamination of the environment with the analyte.

Manufacturer narrative:
The investigation noted that the results in iu/l the customer has complained about are not plausible based on the measuring range for the hcg + b assay. The measuring range for hcg + b starts at 0.1 iu/l.